Event description:
It was reported that there was an air leak from the cuff. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one used decontaminated device was returned for investigation. Visual inspection revealed a tear in the cuff. An inflation test was performed and was found that it was not possible to inflate the cuff as it leaked. Because the cuff leak was not observed prior use it is the most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review could not be performed as the lot number was unknown.